Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had a faulty doppler. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723-2021-00270 , (tw# (B)(4)). Please refer to mfg report number 2249723-2021-00270 for all information for this complaint event. Please cancel this report in your database.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. (B)(6).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had a faulty doppler. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.